Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is meant by ¿removing the hook from the operative field after an unknown surgery¿? Hooks or staple needles were applied on the patient during the surgery. When they were removed after the surgery, the stratafic suture broke. Did the stratafix suture on the fascia break during the initial procedure? No. It broke after the initial surgery. Where was it found broken (middle, termination end, by needle)? No information. Was the stratafix suture found broken after the procedure? No. It broke when the hooks/staples were removed from the patient after the surgery. What was the name of the procedure? No information. What was used to close the surgical wound? The surgical wound on the fascia was closed with the stratafix. Hooks/staples were also used, however, it is unknown on what layer of the wound they were used. We've got additional information, please see below. The first operating date was (B)(6). This matter happened on (B)(6). The patient discharged on (B)(6). The procedure was total gastrectomy. The patient demographic info: age, gender, weight, bmi at the time of the index procedure: no information. What was indication for the surgery? The surgery was gastrectomy. No further information was provided. What tissue layer were the staples used? No information. What was tissue type and location of suture placement? Fascia. What tissue dehisced? Fascia. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? No information. Was the patient on long-term steroids? No information. Was there any precipitating stress factor for the suture breakage? The patient's muscle was well-built. What was the appearance of the suture during reoperation? It had been broken. Where did the breakage of the suture occur, middle, end? No information. Did the operating surgeon observe any suture anomaly before, during, after the suture placement or during any re-operation? He did not observe any suture anomaly except for suture breakage. What is physician¿s opinion as to the etiology of or contributing factors to the event? That patient's muscle was well-built. What is the patient¿s current status? The patient was discharged from the hospital on (B)(6)."

Event description:
It was reported that a patient underwent a gastrectomy procedure on (B)(6) 2018 and barbed suture was used on the fascia. On (B)(6) 2018, when the surgeon removed the hooks or staples from the patient, the barbed suture broke. Part of the bowel protruded and was returned to normal position and the surgical wound was closed. The surgeon noted that the patient muscles were well-built. The patient was discharged from the hospital on (B)(6) 2018. The surgeon opined that barbed suture is not suitable for a well-built patient. Additional information was requested.